Event description:
The surgeon inserted an aq2003v silicone three piece lens and the surgeon felt the lens was unstable in the eye. The lens was removed and exchanged for another lens. The incision was enlarged and sutured. There was no pt injury.